Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event remains unknown.

Event description:
During an implant procedure, an additional access site was obtained to place the sensor into the desired location. After careful assessment, the sensor was successfully placed and released from the catheter. However, after attempting to remove the delivery catheter, the sensor moved proximal to the desired location. A second access was obtained from the right femoral vein and a second pa catheter was used to place the sensor into the desire location and the procedure was completed with no adverse patient consequences.